Event description:
On january 15, 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation, since the patient was unwilling to provide further information during a follow-up call. The patient reported that on an unspecified date she obtained blood glucose readings of ¿341 and 212 mg/dl¿ with the subject meter, performed within an unknown time of each other. Between the tests, the patient claimed she took unspecified medication. It was not reported what medication the patient takes to manage her diabetes or if she made any changes to her usual diabetes management regimen as a result of the alleged issue. The patient reported that after she obtained the result of ¿212 mg/dl¿ she went to sleep at 12:00 am and at 1:30 am, developed symptom of feeling ¿sweaty.¿ at the onset of the symptom, the patient claimed she tested her blood glucose with the subject meter and obtained a result of ¿76 mg/dl¿ or ¿lower.¿ it was not reported if the patient received any treatment due to the alleged issue. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.